Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 10 was failed when trying to do an audit of medication. A field service engineer identified that matrix drawer 10 on the device was not opening and observed no lights on the drawer controller; replaced the drawer controller, coordinated medbank remote configuration of the drawer, and verified that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a matrix drawer failure occurred. During a medication audit, matrix drawer 10 failed to open. Remote diagnostics indicated the drawer was highlighted in yellow under populate buttons and did not respond to the locate function. A hard reboot was performed; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.